Event description:
In 2008, the patient reported that she continues to experience elevated blood glucose and she feels "sluggish and tired." She stated that she switched to her backup infusion device and her blood glucose remained elevated. Her most recent blood glucose reading was 312 mg/dl. Her target blood glucose range is 100-110 mg/dl. She bolused 15 units of insulin and her blood glucose lowered to 298 mg/dl. She stated that she changed the insulin cartridge, infusion tubing, and infusion site at 10 am. She stated that there were air bubbles in her infusion tubing before changing her accessories. At the time of the report no air bubbles were present in the infusion tubing or insulin cartridge. Troubleshooting did not reveal any product issues. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.